Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. Correction is being made to customer contact information. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. Customer contact information provided is invalid. Additional information has not been obtained for this event as yet. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, and unevenness. There is no available history of repair for the past year for this device. The issues of powering on experienced by the device occurred due to the following factors. Internal board malfunction. Impacts other than equipment.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device is in use and is not repaired by a third party. Patient details and demographics are not available. The procedure was esophagogastroduodenoscopy (egd), colonoscopy, endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed with the same device. There was an unspecified delay to wait for the device to turn on, or a new device would have to be brought in. No information is provided if patient needed additional anesthesia. Device was inspected before use, no mention of anomalies noted. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event.

Manufacturer narrative:
Additional information is not yet available for this event. Upon troubleshooting by olympus field service engineer (fse), the issue of the device going blank was not duplicated. Fse recommended that the device be replaced. The device was swapped in another device of the same model number. As a further precaution, at a later date the serial digital interface (sdi) cables and power cables were also changed. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the device would go blank with the power light emitting diode (led) light going off; the device would then turn on again as normal with the screen blue and olympus logo showing. There is no harm or adverse impact reported to any patient.